Event description:
Patient reported that the white part of a clave connector broke off in his central IV line. He needed to have a PICC line placed until he can have another central line placed. He did not save the connector and does not know the lot number and had no other information. He states the md is aware. No other adverse events reported. Reason for use: pah.